Event description:
A customer reported a complaint of imprecise sequential readings on his freestyle freedom blood glucose meter. The customer obtained readings of 388 mg/dl, 120 mg/dl, and 85 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted once investigation results are available. Investigation in process.